Event description:
It was reported that, during a lap cholecystectomy procedure, the clips were not holding. Used a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.